Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to an infection occurred (B)(6) 2019. ø36/+3 humeral cup and ø36 glenosphere were removed and replaced by ø36/+3 humeral cup and ø36 glenosphere. Primary surgery occurred (B)(6) 2019.